Event description:
A physician reported that during a cataract surgery an ophthalmic console failed to generate vacuum and did not produce nuclear fragmentation. Increasing fragmentation parameters was ineffective. The patient experienced an increase in the intraocular pressure and a posterior capsular rupture. The surgeon attempted an anterior vitrectomy but the vitrector failed to cut. The ophthalmic console exchanged to perform a posterior vitrectomy and removal of cortical remains. A three pieces intraocular lens was implanted in the sulcus. Additional information received indicating the patient is experiencing inflammation which is being treated with medications. The patient is improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported events of no vacuum during phacoemulsification mode (phaco), no phaco power, the vitrectomy probe not functioning and an increase in intraocular pressure (iop). As a preventative measure, the company service representative removed, cleaned then re-installed the ultrasound printed circuit board (pcb). The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to exhibit no functional problems; therefore, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that ophthalmic console exhibited vacuum failure in phacoemulsification mode. The patient was examined on post-operative day one and noted the operated eye was presenting a normal inflammatory process which is being treated with eye drops and corticosteroids. Surgeon indicated that they performed simple posterior vitrectomy plus extraction of cortical remains and iol implantation.